Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. The iabp was powered up and displayed error 58. The stm replaced the solenoid driver board and blood detect tubing to resolve this issue. The unit also displayed vacuum leak and error code 65, and to resolve this issue, the stm rebuilt the compressor and replaced the drive manifold. The unit passed all safety, functionality and calibration tests to factory specifications and was cleared for clinical use and released to the customer. Updated fields: b4, g4, g7, h6 (evaluation method, result and conclusion codes), h10, h11 corrected fields: b5, d5, h6 (device codes and patient codes).

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) failed the autofill calibration. It had error code 2 and electrical code 58. The circumstance of the event is unknown; however, no patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) failed the autofill calibration. It had error code 2 and electrical code 58. No patient harm, serious injury or adverse event was reported.